Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that the pump dispensed insulin from the cartridge during the load step. The patient did not allege any harm or injury because of the reported issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction/removal reporting number: 2531779-03/24/2010/003-r.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 02/01/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. The pump was exercised for 24 hours with no loss of primes occurring. A loss of prime was induced; pump gave an audible and visual alert. Rewind, load cartridge, and prime steps performed successfully with no alarms. Neither loss of prime warnings nor no cartridge detected warnings were observed in the black box, force readings were observed to be normal. No data in the black box from the time of the reported prime issue due to continued use. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.